Event description:
It was reported that a lead integrity alert (lia) triggered due to high impedance, over-sensing and noise on the right ventricular (rv) lead. It was further reported that the rv lead was confirmed fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. (B)(4).